Event description:
An 80-year-old patient was treated using the ultraclear system on the legs. The treatment was superficial and produced significantly more tissue damage than expected by the doctor. Both legs had poor healing on the lower leg. Investigation revealed the patient had inflammation in both legs prior to treatment. Ultraclear treatment on the legs takes more time to heal than other areas of the body in the best conditions. The patients pre-existing inflammation should never have been treated with the ultraclear especially at the patient's advanced age. This was an inappropriate candidate for this treatment.